Event description:
It was reported the pt was unable to received stimulation due to auto-reducing; multiple programs were used unsuccessfully. The sjm rep met with the pt and determined all of the contacts on the lead were invalid. An x-ray was to be taken, and the pt was not receiving stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.